Event description:
This report is based on information provided by philips <remote> service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting an improper result for the resistance and leakage current on the v60 ventilator. The issue was identified during a preventative maintenance event; the device was not in clinical use. There was no report of patient/user harm.

Manufacturer narrative:
The engineer provided their analysis findings and a price quote to the customer for repair; however we are unable to confirm the final disposition of the device because the customer declined service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.